Manufacturer narrative:
Section a5a: additional information. Section b1,2: correction. Section b5: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported right heart failure, liver failure, patient outcome, and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center reported that a hmii to hmii pump exchange was performed on (B)(6) 2019 due to a suspected short to shield on the previous pump, (B)(6) (MFR # 2916596-2019-04711). The patient then suffered right ventricular failure on the new pump (heartmate ii lvas, serial number (B)(6) ). An rvad was placed. The patient had decreased urine output and liver failure. The patient subsequently expired. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate ii lvas, serial number (B)(6) has not been returned for evaluation. The hmii lvas IFU lists right heart failure and hepatic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a 2 cm laceration was noted along the right ventricle in an area where the encasing scar of the old lvad pump abutted the right ventricular wall. An emergent redo median sternotomy was performed and the laceration was repaired. Rvad was placed for support prior to exiting the operating room (or). It was noted that the lvad operated as intended and it was not felt to contribute to the patient's right heart failure (rhf). No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. This event was extracted from MFR # 2916596-2019-04711 as it was incorrectly reported under that MDR.

Event description:
It was reported that the patient¿s anticoagulation was placed on hold on admission and patient was placed on heparin drip. Heparin drip stopped at 0600 on (B)(6) 2019 and patient went to operating room for pump exchange. The patient went into right ventricular failure at some point during surgery with signs of multi-system organ failure and severe coagulopathy despite several reversal agents. A temporary right ventricular assist device was placed and the patient was taken to the cardiovascular intensive care unit where she continued to decompensate on very high doses of pressors, becoming more hypotensive with inability to maintain flow on both heart pumps. The patient had decreased urine output and liver failure. The patient's family and friends elected to withdraw support. The patient expired on (B)(6) 2019 at 2236 due to multi-system organ failure. No further information was provided.